Manufacturer narrative:
Product analysis: as found condition (condition of returned device): the concerto implant coil was returned for analysis within a shipping box; within a resealable biohazard pouch and within a secondary resealable biohazard plastic bag. The concerto implant coil was returned within introducer sheath. Visual inspection/damage location details: the introducer sheath was found correctly assembled on the pushwire with the wavelock at the proximal end. The concerto coil pushwire was found to be broken but retained by release wire at break indicator, bent at 73.5cm and broken but retained by release wire at 138.5cm from proximal end. The implant coil was found to be already detached and returned within introducer sheath. The implant coil was found to be stretched and damaged within introducer sheath. The implant coil was unable to be pushed out further from introducer sheath for additional analysis as it was found to be stuck. No other anomalies were observed. Testing/analysis (including sem reports): the concerto coil tip od (outer diameter) was measured to be 0.0116¿ which is within speci fications. The ID (inner diameter) of the introducer sheath was measured to be 0.0190¿ which is within specifications. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was confirmed. However, the root cause could not be determined. There were no reported issues pushing the concerto coil out from within its introducer sheath during preparation. Therefore, it is possible that the implant coil became damaged during return of the implant coil back into the introducer sheath. It is possible insufficient preparation of the concerto coil, damage during preparation or improper hubbing technique (over tightening of the rhv) could have contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the concerto coil was not able to be pushed as it was stuck in the hub. There was coil resistance in the sheath. The event was said to be not associated with the patient. The devices were prepared according to the instructions for use (IFU). Additional information was received. There was no kink/damage to the coil or catheter. The cause of the event was not determined.